Event description:
It was reported that upon interrogation the pulse generator had switched polarity from bipolar to unipolar and exhibited low atrial impedance. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.